Event description:
It was reported that stent migration occurred. A 16x60 vici self expanding stent was placed in (B)(6) of 2020 to treat a patient who had symptoms related to an ulcer. The lesion was 20mm long in the left common iliac vein. Predilation was performed with a 12x40 balloon and the stent was placed with no reported difficulties. On (B)(6) 2021, patient presented to the emergency room due to chest discomfort/pain in the upper right quadrant. A CT scan was done and revealed that the vici stent was lodged inside patient's right ventricle. On (B)(6) 2021, patient underwent surgery to remove the stent. Post procedure, patient was reported to be doing well. Of note, patient was seen by a physician approximately a week prior to the reported migration and the ulcer symptoms were reported to be healed. Physician performed a physical but no imaging was done.